Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: device code. Product complaint # (B)(4). Investigation summary: the investigation revealed the device was broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the investigation revealed the device was broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 254500724 attune ps fem trial sz 4 rt, lot number mvmbjn900. Examination of the returned device identified the trial had broken into two pieces. The trial is fractured across both condyles. All pieces were returned for evaluation. The overall appearance of the device exhibit minimal wear. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to suspected misuse. A previous review by depuy material science ((B)(4)) found the fracture was due to overload. No product contribution was identified. Dra-004111 was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitively reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pried or otherwise inappropriately removed during trialing. Based on the determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral component was cracked.